Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: 5086mri-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.